Event description:
On (B)(6) 2017, a reporter for the lay user/patient (reporter¿s mother) contacted lifescan (lfs) USA, alleging that the patient was unable to ¿get to applied blood screen¿ on her onetouch ultra 2 meter and, that the subject meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation as both the patient and the reporter refused to provide further information when the medical surveillance specialist attempted to follow-up on (B)(6) 2017. The reporter was unable to advise the csr when the alleged issues first began. The patient manages her diabetes with self-adjusted insulin (unspecified type or dose) and the reporter denied that the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The reporter advised the patient became ¿unconscious¿; however, the reporter was unable to specify a date and/or time or if this happened before or after the alleged issue occurred. The reporter advised during the call with the csr that the emergency medical services (ems) were contacted (date/time unspecified) and that they treated the patient; however, the reporter was unable and/or unwilling to provide any further information as to the treatment provided. The patient was unable and/or unwilling to confirm if the patient¿s blood glucose was measured on another device. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there was no misuse of the product. The csr established that the patient was using the correct test strips but the meter would not power on when a test strip was inserted per owner¿s manual or when the power button was pressed. The reporter was unable and/or unwilling to provide further information for the csr to determine if the subject meter batteries required replacing. The issue could not be resolved with training. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event whilst using the subject device. The alleged issue could not be ruled out as a cause or contributor to the development of symptoms.